Manufacturer narrative:
On (B)(6) 2019, after repeated attempts to follow up with the patient and healthcare professional, mentor¿s medical safety officer reached out to the operating surgeon and pathologist and received additional event information. Our complete investigation summary of this case is listed below: it was reported that a 53-year-old female patient underwent bilateral mastectomy, left sentinel lymph node sampling, and immediate breast reconstruction with mentor siltex memoryshape¿ lm+ 290cc gel implants post-diagnosis with invasive ductal carcinoma and ductal carcinoma in situ of the left breast on (B)(6) 2015. In september 2018, the patient had an equestrian accident and sustained a pneumothorax and left chest wall contusion. In may 2019, the patient developed swelling over the left implant. An MRI of the left breast in may showed asymmetric abnormal homogeneous fluid collection (seroma) within the subcutaneous capsular space with associated enhancement of the capsule. There was no evidence of nodularity or enhancing mass within the fluid. Findings raised concern for an inflammatory process implant-associated anaplastic large cell lymphoma. On (B)(6) 2019, the patient underwent fine needle aspiration of the loculated collections around the superior and inferior aspect of the left implant. The fluid collection at the inferior aspect of the left breast measured 8.5 x 0.8 cm. The more superior fluid collection measured 4.5 x 1.5 cm. Flow cytometric immunophenotypic analysis showed no lymphoid aberrancy from either (inferior and superior) fluid collection. The left breast showed superiorly at 1:00 atypical cd30-positive cells, suspicious for bia-alcl. The cytology slides were reviewed and the diagnosis of atypical cd30+ cells was confirmed. On (B)(6) 2019, the patient underwent bilateral total capsulectomies and bilateral device removal without replacement. After explantation, the patient¿s surgeon cited a diagnosis of left breast bia-alcl on the operative report. Pathological results dated (B)(6) 2019 indicated both capsules were negative for lymphoma, without mass lesions seen, and negative for surface exudate. The left capsule showed histologic features and a staining profile that indicated fibrous implant capsule with synovial metaplasia, negative for lymphoma. The findings suggest effusion-associated alcl per the surgical pathology report. The patient is being seen by an oncologist. This case is considered suspicious for effusion associated alcl. Reason for device explant and/or reoperation: late onset seroma, suspected effusion-associated alcl. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma and chest injury. Concomitant products: mentor memoryshape breast implant 290cc, catalog # 3341207g, serial # (B)(4), lot # 6456722. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor's psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent bilateral mastectomy, left sentinel lymphnode sampling, and immediate primary breast reconstruction with mentor silex memoryshape¿ lm+ 290cc gel implants post diagnosis with invasive ductal carcinoma and ductal carcinoma insitu of the left breast on (B)(6) 2015. In (B)(6) 2018, the patient had an equestrian accident sustaining a pneumothorax and left chest wall contusion. In (B)(6) 2019, the patient developed swelling over the left implant. An MRI of the left breast in may showed asymmetric abnormal homogenous fluid collection (seroma) within the subcutaneous capsular space with associated enhancement of the capsule. There was no evidence of nodularity or enhancing mass within the fluid. Findings raised concern for an inflammatory process implant-associated anaplastic large cell lymphoma. Therefore, patient underwent fine needle aspiration of the loculated collections around the superior and inferior aspect of the left implant. The fluid collection at the inferior aspect of the left breast measured 8.5 x 0.8 cm. The more superior fluid collection measured 4.5 x 1.5 cm. The left breast 1:00 superior showed atypical cd30-positive cells. The cytology slides showed presence of atypical cd30 positive cells however, no lymphoid aberrancy was identified. The patient underwent bilateral explantation and total capsulectomies on (B)(6) 2019. Both capsules returned negative for lymphoma, without mass lesions seen, negative for surface exudate. Due to conflicting and incomplete pathology information, a definitive diagnosis is not possible at this time. Follow up is in progress for additional information. Should more information become available, this case will be re-assessed and notes will be updated.